Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent reported to physio-control that the "customer's" could not be powered on. There was no patient use associated with the reported event.